Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device or product details were provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Just to inform you that an attune tkr was revised at (B)(6) last friday due to tibial loosening. I was made aware of the case yesterday when I discussed this with the surgeon mr.(B)(6). His colleague (B)(6) undertook the operation and used the legion system from s&n and there were no depuy people present.